Event description:
It was reported that the patient presented to the clinic after receiving high voltage therapy. The right atrial lead exhibited loss of sensing due to dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.